Manufacturer narrative:
Information known; however, not included in the initial MDR. If implanted; give date: (B)(6) 2019. Evaluation of the photo: based on the photo provided, the lens was observed implanted in patient eye making it visually impossible to identify and confirm if the defect reported, whitish impurity on the lens, was related to the manufacturing process. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: lens still implanted if explanted; give date: lens still implanted (B)(6). Device evaluation: the lens was not returned as it remains implanted. The customer's' reported event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 was implanted into the left eye of the female patient, (B)(6) 2019. After the lens was implanted, the surgeon noticed some whitish impurity on the lens. Surgeon tried to wash the lens with healon but was not successful. As the patient was restless and moving, the surgeon was unable to remove and replace the lens during the procedure. Surgeon may need to explant the lens at a later date. Currently, the patient was reported as doing fine without any complications. No further information was provided.